Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by capas 12866756 and 12474528. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 2758j14, manufacturing lot number ngkn1920 and batch number mykt1310. The third photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. Received 1 all silicone temp sensing foley catheter with sample port connector and packaging label. Verified material number 2758j14, manufacturing lot number ngkn1920 and batch number mykt1310. Visual inspection noted the balloon had ruptured. Catheter filled with 10ml of methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), using in house syringe. Upon inflation leaks present at balloon due to a rupture measuring 0.2745 in. This is out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 and 12474528. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was pre tested in the operating room and placed in the patient. After surgery, the foley catheter seemed to be removed naturally.

Event description:
It was reported that the catheter was pre-tested in the operating room and placed in the patient. After surgery, the foley catheter seemed to be removed naturally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.